Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A field representative discovered the reported event during planned maintenance. A replacement system computer was shipped to the site to resolve the issue. No further issues were reported. No parts were returned, therefore, part analysis is not available.

Event description:
A medtronic representative reported that outside of a procedure, during a planned maintenance (pm) of the imaging system, the monitor on the navigation system froze. There was no patient present when this issue was identified.